Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive of the male external catheter had remained in the body of the patient after removal. Mss advised warm soapy compress would be assist with loosening adhesive. Patient was unable to soak in warm bathtub/water. Noted in the future that the customer can place a warm, wet cloth around penis and allow to sit prior to removing male external catheter, which helps loosen the adhesive.

Event description:
It was reported that the adhesive of the male external catheter had remained in the body of the patient after removal. Mss advised warm soapy compress would be assist with loosening adhesive. Patient was unable to soak in warm bathtub/water. Noted in the future that the customer can place a warm, wet cloth around penis and allow to sit prior to removing male external catheter, which helps loosen the adhesive.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿viscometer failure or mechanical failure". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown. Therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the male external catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.